Event description:
On (B)(6) 2009, received communication from medefil's vp sales and marketing that the (B)(6), received a complaint on (B)(6) 2009, from a visiting nurse stating that (B)(6) 2009, she had collected a 5 ml saline flush syringe at a patient's home showing a foreign matter and discoloration. The syringe was returned to medefil for investigation. On (B)(6) 2010, medefil received a drug quality reporting (dqr), (B)(4) alerting medefil of this issue.

Manufacturer narrative:
Our failure investigation concluded that our manufacturing processes did not cause or contribute to contamination of the syringe. We have requested an investigation at our supplier level. They proposed that the set-up, maintenance and calibration of their in-line metal detector would need to be re-assessed. We will continue to monitor with supplier until they complete their action plan.